Manufacturer narrative:
Updated: a2, a3, b5, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on historical data, the reportable malfunction probable causes are likely to be due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additionally, it was reported by the customer that the main screen went into blackout when adjusting (angulation) direction, but no substantial damage was caused.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope has occasional blackout. The issue was found during set up for an unspecified procedure. No harm reported.